Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion at l4-l5 due to spinal canal stenosis. The procedure was performed in right decubitus position approaching from the left side. There was scoliosis and the approaching side was narrow. Intra-op, during cage insertion with the inserter, the cage advanced when the surgeon was trying to remove the sleeve using a sleeve remover. Reportedly, the sleeve was removed early. The place where the cage was inserted a little had become narrowed. At that moment, the sleeve did not come out and only the cage advanced. When hitting the handle of the sleeve remover in order to remove the cage, the cage was detached from the inserter. When the surgeon removed the cage, the thread of the removed cage broke. Hence, a new cage was opened and inserted successfully using the same inserter. According to the sales rep, the inserter and the cage might have deviated when the handle of the sleeve remover was hit. There was a delay of less than 60 minutes in overall procedure time as a result of this event. No fragment of the broken cage remained inside the patient; and no patient complications were reported.

Manufacturer narrative:
Product analysis: the product was returned with witness marks on both sides of the scallops of the implant. There are depressions in the back side of the implant where the inserter made contact with the implant during implantation. The threads in the threaded hole are also damaged. Both of these observations are consistent with a strong impact force while the implant is being installed. If information is provided in the future, a supplemental report will be issued.